Event description:
Boston scientific was notified that during an event a guider 40 degree xf 6fr. Was approached to the left internal carotid artery and a tracker excel-14 microcatheter was advanced to the lesion using a gt guidewire. The gdc 10-2d 2-diameter synerg detection circuit unravelled when it was being inserted into the lesion after five other coils have been deployed. The subject device could not be removed and was cut off with force. Then the microcatheter was removed. After the fractured of the main coil was confirmed under angiography, the 40 degree xf 6fr. Was removed with the subject device. The subject device was entwined in the tip of the catheter. No complications were reported to have occurred with the pt during this procedure.